Event description:
It was reported that a patient¿s pump was alarming and the patient had withdrawal symptoms. Safe state occurred and a battery reset message was seen. The healthcare professional (hcp) completely explanted the pump and catheter on (B)(6) 2015 and the devices were returned to the manufacturer. The device was not replaced. It was unknown whether diagnostics/troubleshooting were performed and no cause had been determined. The patient was alive with no injury. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found high battery resistance. Additionally, a miscellaneous alarm anomaly of undetermined cause was found. The resonator was found to have no cracks on it, and the alarm pin waveform test was done with results that were found to be in specification.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. The high battery resistance anomaly still applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.